Event description:
End user alleges while operating the power wheelchair and walking her dog she leaned over the side of the unit, caught her sleeve on the controller's joystick and allegedly the unit fell over with her. Alleged, due to the incident the end user required hospitalization.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported while walking her dog and operating the motorized wheelchair without the use of seat belt, she leaned over the side of the unit, caught her sleeve on the controller, and fell out of the seat. The owner's manual warns, "always use the seat belt", "when seated in a stationary chair press the power button off", and "do not reach over the back of the chair or lean excessively forward or sideways."